Event description:
It has been reported to philips that the system would not boot up. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the hard disks which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer has replaced the flexvision pc and hard disk. This temporarily resolved the issue. However, the same issue reoccurred a month later. Troubleshooting actions determined that the flexvision pc would not boot with the system and required manual boot. The flexvision pc was replaced. After replacing the flexvision pc, the system was returned to use in good working order.. The codes were updated based on the investigation outcome.